Event description:
The complainant reported that in 2009, the clinicians were performing the implant of an obtryx system-curved sling system in a female pt. The complainant reported that during the procedure, the physician button holed the vagina, and when she then tried to pull the device sleeve back, the sleeve assembly became caught inside the pt's anatomy and the blue centering tab then broke off inside the pt. The tab was located with radiology and removed with the aid of a right angle. The physician then cut the mesh and the sling was removed from the pt. A urologist was then called in and the procedure was completed with another device, using a repliform twist procedure. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was discarded subsequent to the event; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.